Manufacturer narrative:
The referenced electrode was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be determined. However, based on the original equipment manufacturers (OEM) investigation, it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.

Event description:
Olympus received a medwatch report form which states that the loop wire from the electrode came off inside a patient during a bladder neck biopsy and cystolitholapaxy procedure. The loop wire was washed out of the patient during bladder irrigation. A second electrode was used to complete the procedure. No patient injury was reported.